Event description:
It was reported that "the syringe broke at the moment of introducing the contents." No injuries or consequences reported, no medical intervention required. The patient's status is reported as "fine." Six syringes reported. Associated mdrs: 3014909464-2026-00038, 3014909464-2026-00039, 3014909464-2026-00040, 3014909464-2026-00041, 3014909464-2026-00042. Additional information received on may 05, 2026, indicated that "the patient was under anesthesia, and it was possible to continue the procedure as planned using another syringe without waking the patient once the incident occurred. The deflux metal needle was used. The indication was vesicoureteral reflux in a child. The syringe broke at the "t" connection."

Manufacturer narrative:
(B)(4).